Manufacturer narrative:
Concomitant medical product: 6935m62 lead implanted (B)(6) 2015; 1103 hvad (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead had dislodged. The ra lead was explanted and replaced. No patient complications have been reported as a result of this event.